Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. The catheter was advanced and was not returned for evaluation. The guidewire was fully advanced and was intact. The safety mechanism was not present on the needle shaft the and the needle tip was exposed. The safety was not returned. Microscopic inspection of the needle shaft did not reveal any damage or defect. The flash notch and bevel appeared well-formed. A photograph of the sample was also returned and the safety was visible in the photograph, detached from the assembly. Details about the internal components of the safety were not discernible in the photograph. No needle shaft damage was observed that would contribute to detachment of the safety mechanism. The safety itself was not returned and could not be analyzed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include damaged or improperly formed safety components, and forceful engagement of the safety.

Event description:
It was reported by healthcare professional "this morning I was placing a midline. There were no issues with the insertion ¿ it was a breeze. I was not rough with the insertion. The needle housing protector completely detached from the device and the red o-ring in the inside is rattling around along with some little wire."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs4809 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "this morning I was placing a midline. There were no issues with the insertion ¿ it was a breeze. I was not rough with the insertion. The needle housing protector completely detached from the device and the red o-ring in the inside is rattling around along with some little wire."